Event description:
A malfunction occurred, and the customer reported that their blood glucose level exceeded 500 mg/dl, displaying as "high." The customer had not taken any action to address the issue prior to contacting support. Technical support assisted the customer in resetting the pump, after which the malfunction code did not recur. The customer was instructed to continue using the pump and to contact support if any further issues arose.